Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tip of the corail insertion instrument is damaged, requires replacement for use. No delay to procedure. No adverse event, did not affect patient.

Manufacturer narrative:
The device associated with this report was not returned. However, review of the provided photographs confirmed the complaint. The root cause is attributed to heavy usage/wear out. The date code a0208 indicates the instrument was manufactured in february of 2008 and is over 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.